Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited oversensing noise, high impedance, and a lead fracture, resulting in the patient receiving an inappropriate therapy. The lead was extracted and a new lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.